Manufacturer narrative:
E1: initial reporter facility name: (B)(6) university school of medicine. G4: PMA/510(k)#: one additional code applies; k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, the nozzle was found to be deformed on (1) tube. No patient impact reported.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, the nozzle was found to be deformed on (1) tube. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 (two) photos were provided for investigation. The photos were reviewed and the indicated failure mode for other damage to product/component was observed. Additionally, 30 (thirty) retention samples from bd inventory were evaluated by visual examination and the issue of other damage to product/component was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of other damage to product/component based on customer photo analysis, but unable to confirm based on retain sample analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.